Event description:
It was reported by service report that the left side rail was broken and sharp edges were present. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.